Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The manufacture has been notified, and the device will be evaluated by the original manufacturer. There were no remedial actions taken.  This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device disassembled, 3 reported events had patient involvement with no patient impact.